Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the popliteal of the superficial femoral artery that was chronic totally occluded (cto). During the multiple attempts to cross the lesion, sometimes pushing hard, the ht command guide wire tip separated. No attempts were made to retrieve the separated tip as it remains embedded in the cto. The patient is scheduled for bypass surgery in the leg; however, this is due to not being able to cross with any guide wire, not the separated guide wire tip. There are no plans to remove the separated tip during the surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The scanning electron microscopy (sem) results were received and confirmed the core failure may be attributed to ductile overload near a bend. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the high torque guide wires instruction for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to user technique.